Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. X-ray review was unable to confirm pain. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Manufacturer narrative:
Concomitant medical products: optipac-s 40 refobacin plus bo ne cement catalog # 47205020831 lot # b602c11480.

Event description:
It was reported that the patient is experiencing pain after undergoing an initial left knee arthroplasty. The patient was given anti-inflammatory agents and corticosteroids. A revision procedure has not been performed to date. The surgeon does not anticipate the need for a revision procedure at this time.

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown vanguard knee tibial trays, unknown vanguard knee bearing, optipac bone cement. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-09597, 0001825034-2017-09598.

Event description:
It was reported that patient is experiencing pain after undergoing initial surgery.